Event description:
It was reported that during implant procedure, the stylet was stuck inside the lead. The lead was removed and replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be good.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor blood/fluid obstruction; full lead returned and analyzed. Blood was noted in/on the helix mechanism. The blood in the distal conductor most likely entered through the is-1 pin; no inner insulation breach was observed. Stylet the associated stylet was also returned and analyzed, with no anomalies found. Without a lot number or serial number, the manufacturing date cannot be determined.